Event description:
It was reported there was a possible baclofen withdrawal and pump malfunction. The patient was seen in the emergency room (ER) on (B)(6) 2015 and was directed to a children¿s hospital on (B)(6) 2015 for possible baclofen withdrawal symptoms. After diagnostic testing was done it was determined that the catheter and pump placement were good and both were working properly. Device interrogation found the pump functioning properly and x-ray results found the catheter tip stable at t5-t6. The baclofen dose was increased on (B)(6) 2015 which seemed to help the patient's symptoms decrease. Interventions included reprogramming, a refill and bolus. Examination of the patient found heart was regular rate and rhythm, baclofen pump palpable and a temperature of 37.7. Side port access was able to withdraw 3 ml of csf with normal flow. The etiology was possibly related the pump and entire catheter, and possibly related to implant procedure. The patient experienced increased tone, whole body clonus. The severity was considered moderate. The event resulted in in-patient hospitalization. The outcome resolved without sequelae with a resolution date of (B)(6) 2015 provided. The pump was used to infuse gablofen (2,000 mcg/ml; 374.9 mcg/day).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, additional information was received from a physician via ispr. It was previously reported that there was a possible pump malfunction, and that the etiology was possibly related to the pump and entire catheter; however, the additional information indicated that the etiology of the events were possibly related to programming/refill.